Event description:
It was reported that the inner part of the inserter was seperated and the tip of the inserter broke. Although the instruments were used intraoperatively, no patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual inspection identified that the threaded shaft knob is missing. Visual and optical inspection did not identify any crack fracture or breakage of the instrument tip. Unable to determine cause of the event.